Event description:
A monarc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, urinary tract infection and incontinence. The report indicates that the pt has suffered emotional and mental distress and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.